Manufacturer narrative:
Customer notification has been distributed to (B)(6) customers and sent to the (B)(4). FDA report of correction and removal was filed (B)(6) 2011 (reference # (B)(4)). Add'l MFR. Narrative: a review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. The complaint was returned in two pieces. First piece, the distal tip end, measured 2.7cm long and the rest of the catheter measured 167.8cm long. Image characterization testing revealed that no image appeared in the system due to electrical open at distal, which is not related to the tip detachment. A sample of the device was sent to an outside vendor for oxidation analysis. Based on the information gathered, high levels of oxidation at the surface and throughout the tested sample were noted. The device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the tip detachment has been determined to be oxidation of the catheter which causes embrittlement, increasing the likelihood of tip detachments of this nature. A root cause of design was assigned.

Event description:
Percutaneous coronary intervention (pci) was performed in a 75% stenosed lesion without calcification and moderate tortuosity in the left circumflex (lcx) proximal artery. The intravascular ultrasound (ivus) catheter was prepared without issue and was used without resistance to image the lesion successfully. Upon withdrawal, the distal tip detached from the ivus catheter and was observed on the guidewire. The detached tip was successfully retrieved together with the guidewire using a gooseneck snare. A stent was implanted and the lesion was post-dilated with a balloon. Stent placement was imaged with a different catheter and the procedure completed. The patient status was reported as "good".

Event description:
Percutaneous coronary intervention (pci) was performed in a 75% stenosed lesion without calcification and moderate tortuosity in the left circumflex (lcx) proximal artery. The intravascular ultrasound (ivus) catheter was prepared without issue and was used without resistance to image the lesion successfully. Upon withdrawal, the distal tip detached from the ivus catheter and was observed on the guidewire. The detached tip was successfully retrieved together with the guidewire using a gooseneck snare. A stent was implanted and the lesion was post-dilated with a balloon. Stent placement was imaged with a different catheter and the procedure completed. The patient status was reported as "good".